Event description:
Tip of catheter was crushed in package.

Manufacturer narrative:
The DHR for this lot was reviewed and a copy of the report is attached. This MDR is being filed as part of the remediation action taken as per penumbra february 2010 update to the FDA warning letter dated december 31, 2009. A review of the device history record (DHR) was completed on part # 2314-04 (lot # l15839). All appropriate inspections were completed per process monitoring requirements or 100% inspections were required. The lot has passes all dimensional measurements per specification. In addition, all destructive testing was completed per required process monitoring requirements and all results met specification. The parts released in this lot met process requirement.